Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed half images on the monitors due to a problem with the collimator shutters closing. This may cause the system to be unusable due to the truncated live image. There is no report of injury or death associated with the event described in this complaint.